Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) did not appear to have atrial capture. The crt- p system remains in service. No adverse patient effects were reported.